Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported, on an unknown date the packaging in the box had little holes in it. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Our investigation of the package for the proximal femoral nail antirotation blade has shown that the two inner sterile packagings are damaged. The outer packaging of the sterile packaging has an elongated hole and the inner sterile package has two impressions of a sharp object on the surface. We can not elicit the exact circumstances of the loss which has led to this damage afterwards. Since these products are subjected to a final inspection, the evidence suggests that improper handling during transportation or opening of the carton packing resulted in this damage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.